Event description:
It was reported that the ac alarm went off and the arctic sun device rebooted on its own. Pre-review of wo on 20 oct 2024, device was used on patient. No patient identifiers available, no patient impact reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated. No error codes were observed and the reported issue could not be reproduced. No repairs were made, as the reported issue could not be reproduced. The device had not been calibrated within the last year, but had low number of uses. Ctu calibration was performed in order to meet customer's regulation (once a year). The device passed all applicable testing and is ready for use. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ac alarm went off and the arctic sun device rebooted on its own. Pre-review of wo on 20oct2024, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 04dec2024, the device was sent to onsite, the reported problem could not be duplicated the technician performed a field test and ctu calibration.